Event description:
Name of procedure: ni. Event description: we have a complaint from the operating room about the clip applicators. Affects the lot: 1547717. According to (name redacted) only every second clip is triggered, and the clips do not fit properly. A copy would be in the (location redacted) for you. Contact: (name redacted) would you want to pick up the clip pliers there. Additional information received from applied medical representative via email on 14nov25: recently (for several weeks), the clip applicators have been malfunctioning frequently: the forceps close, but no clip is released. This problem occurred every second time the device was triggered. Unfortunately, triggering the sharp forceps without releasing a clip also caused significant bleeding. The event date is unknown. Intervention: unknown at the moment patient status: triggering the sharp forceps without releasing a clip also caused significant bleeding.

Manufacturer narrative:
Corrections: b5. Describe event or problem, patient status. H6. Adverse event problem, health effect - clinical code. The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: ni. Event description: we have a complaint from the operating room about the clip applicators. Affects the lot: 1547717. According to (name redacted) only every second clip is triggered, and the clips do not fit properly. A copy would be in the (location redacted) for you. Contact: (name redacted) would you want to pick up the clip pliers there. Additional information received from applied medical representative via email on 14nov25: recently (for several weeks), the clip applicators have been malfunctioning frequently: the forceps close, but no clip is released. This problem occurred every second time the device was triggered. Unfortunately, triggering the sharp forceps without releasing a clip also caused significant bleeding. The event date is unknown. Intervention: unknown at the moment patient status: no clinical impact to the patient indicated.